Event description:
A patient reported that a doctor used cv medicated lotion soap instead of lubricant on her during a pelvic examination after surgery had been completed the day prior, causing burning and pain. Hospital personnel flushed the affected area with water. The patient reported the burning dissipated approximately two hours later. The patient remains on medical leave as a result of the surgery.

Manufacturer narrative:
Cv medicated lotion soap labeling states, "warning: for external use only," and is to be used for washing the hands only. Steris offered to conduct in-service training regarding the proper use of the cv medicated lotion soap however the doctor declined. Steris will submit an updated report should additional information become available.